Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that following registering the saw, the points on the femur and tibia would not pass pointer check. * when was the issue observed: during surgery * troubleshooting: opened up another new pointer and same issue happened. * patient involvement? Yes * were there reports of injuries, medical intervention or prolonged hospitalization? No * are patient treatments delayed or cancelled? No * next day of surgery: (B)(6)2024 all information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿ it was reported that following registering the saw, the points on the femur and tibia would not pass pointer check.¿ the velys array set (lot. Mk250422) was not returned to depuy synthes for evaluation, however, the investigation was performed by a field service engineer (fse) under (B)(4) found on related (B)(4). The (B)(4) states that "fse could not replicate issue. System passed all checks. System is ready to use." And "fse performed semi-annual planned maintenance. System passed all checks. System is ready to use." The investigation found that no single root cause could be established. The probable root cause is that the user was not performing the pointer check step while standing across from the camera on the base station with the camera having visibility to the arrays. Centering the position of the pointer and saw arrays relative to the camera provides the most optimal tracking when performing the pointer check. The arrays are shown as not being visible during the acquisition steps. The arrays may have been blocked during the step or the camera may have been angled or off center from the user which could lead to the threshold values being just beyond the acceptable limits. It is also possible while removing the array sets from the packaging and performing the setup the trackers were damaged. The user stated they used a second set of arrays and continued to have the same issue so this cause is deemed unlikely. A log file review cannot determine if the arrays are damaged. The camera distance to the operative leg can be modified by moving the base station or by repositioning the articulated arm holding the camera. Keep in mind the desired position of the surgical assistant when positioning the base station. If the base station has been moved, make sure to lock the wheels again. Check the visibility of the bone arrays in both flexion and extension. Ensure the two bone arrays always remain visible through a full knee range of motion, i.e. The blue circle remains continuously visible on the screen. Adjust the camera orientation and position as required to satisfy this condition before proceeding. Per IFU-0902-60-022 appendix 1: system troubleshooting; ¿pointer check failed": - inspect the pointer for damage- if damaged, replace the pointer. Dispose of the damaged pointer in accordance with the facility¿s biohazard procedures. - ensure that the pointer tip is positioned in the saw array divot exactly- ensure that the pointer is held perpendicularly to the saw array during the check. - stabilize the pointer during the check- select ¿retry¿ on the pop-up- repeat pointer check. If pointer tip check continues to fail, replace with a new pointer and a new saw array. Dispose of the old saw array and pointer array per the facility¿s biohazard procedures. Repeat pointer check with new pointer and new saw array following the guidance in the IFU section for system setup; saw assembly and pointer check. Based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.